Event description:
A pt with diagnosis of detached retina left eye. In operating room for pars plana lensectomy, pars plana vitrectomy and perfluoron injection left eye. During procedure the accurus vitrectomy machine did not adequately maintain eye pressure. Pressure needed to be increased several times. When the eye became soft and began to collapse, surgeon terminated procedure. Unit was testd prior to the procedure and tested okay.